Event description:
It was reported that a passive atrial lead failed to remain in position during implantation on (B)(6) 2021. The physician switched from a passive lead to an active lead. The patient was said to be stable.